Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, calcified annulus and small cardiac chambers for a mitraclip procedure. During the procedure, the clip was unable to pass establish final arm angle test after grasping the leaflets. Troubleshooting was performed and was unsuccessful. Anatomical interaction with the device was observed. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa/establish final arm angle). The reported difficult or delayed positioning (anatomy) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided a cause for the reported difficult or delayed positioning with the anatomy resulting in unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.